Event description:
It was reported that revision surgery was performed due to elevated metal ion levels. The femoral stem remains implanted.

Event description:
It was reported that revision surgery was performed.